Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wife adjusted stimulation to 3.9 volts a couple days ago but it didn't help with patient's bad tremors. Caller said patient had a couple seizures the last couple of months and he thinks it's contributing to patient's on/off tremors, patient has tremors in general but caller seem to describe the tremor symptoms being bad at times. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.